Event description:
It was reported by customer that under infusion. There was patient involvement but no harm. Although requested no additional information will be provided by the customer.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: g0204002 - keyboard/keypad. Correction: manufacturer narrative. Investigation summary: the report of the device under-infusing was not confirmed during testing or during a review of the device logs. Results from a timed rate accuracy test demonstrated the device to be delivering fluid within specification. A review of the suspect pump module error log showed no anomalies related to the reported complaint. A review of the pcu event logs showed that on (B)(6) 2025 at 10:16:53 am the suspect pump module was selected for programming; investigational drug (drugid=321); rate=50 ml/h; volume to be infused (vtbi)=50 ml; drug amount=400 mg; primary volume infused (pvi) at the start of infusion= 1055.23 ml. At 11:10:54 am the device alarmed air in line. At 11:11:21 am the user channeled off the unit. Pvi was recorded as 1099.73 ml. The total volume infused recorded during the reported infusion was calculated to be 44.5 ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. Internal and external inspection of the pump module found no irregularities. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of the device under-infusing was not identified during the investigation. Review of the device logs and laboratory testing performed demonstrated the device was operating as intended, and no fault was found. Note that this report lists imdrf annex a040502, g04037, c0601, d15, a1801, g04067, c23, d11, a0404, g0301201, a040506, g04070, g02017, d01 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. The actual date of event is unknown. Additional information: imdrf annex d and g codes. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an under infusion. There was patient involvement but no harm. Although requested no additional information will be provided by the customer.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the report of the device under-infusing was not confirmed during testing or during a review of the device logs. Results from a timed rate accuracy test demonstrated the device to be delivering fluid within specification. A review of the suspect pump module error log showed no anomalies related to the reported complaint. A review of the pcu event logs showed that on 11mar2025 at 10:16:53 am the suspect pump module was selected for programming; investigational drug (drugid=321); rate=50 ml/h; volume to be infused (vtbi)=50 ml; drug amount=400 mg; primary volume infused (pvi) at the start of infusion= 1055.23 ml. At 11:10:54 am the device alarmed air in line. At 11:11:21 am the user channeled off the unit. Pvi was recorded as 1099.73 ml. The total volume infused recorded during the reported infusion was calculated to be 44.5 ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. Internal and external inspection of the pump module found no irregularities. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n: (B)(6) wo: (B)(4). Device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report of the device under-infusing was not identified during the investigation. Review of the device logs and laboratory testing performed demonstrated the device was operating as intended, and no fault was found. Note that this report lists imdrf annex a040502, a1801, a0404, a040506, a040502, g04037, g04067, g0301201, g0204002, g02017, c0601, c23, d11, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported an under infusion. There was patient involvement but no harm. Although requested no additional information will be provided by the customer.